Event description:
It was reported that patient presented for scheduled implant procedure. During procedure, it was noted that the right ventricular (rv) lead exhibited high pacing impedance. The rv lead was not implanted, and an alternate lead was implanted instead on (B)(6) 2025. There were no patient consequences.

Manufacturer narrative:
The reported event of high pacing lead impedance was not confirmed. As received, a complete lead was returned in one piece. Final analysis did not find any anomalies.